Event description:
During an endoscopic retrograde cholangiography and pancreatography (ercp) with sphincterotomy and stent placement, a guidewire was placed into the pancreatic duct. A needle knife was inserted over the guidewire and into the common bile duct and pancreatic duct. Cutting of the sphincter of oddi was done. Part of the guidewire was noted to be lodged in the pancreatic duct. The doctor attempted to remove the wire by use of a stone removal balloon without success.